Manufacturer narrative:
The biomedical engineer (bme) reported that they were having issues with waveforms intermittently disappearing and reappearing on their central nurse's station (cns). Telemetry beds being monitored and that there are no signal loss errors appearing at all. Waveforms appear and disappear intermittently lasting between one (1) min to ten (10) mins. Then nihon kohden technical support (tech support) spoke with the nurse manager. The central nurse's station (cns) and remote network station (rns) tiles did not show any waveforms or numeric for 6 minutes, but still reported the time. The floor has our bsm-6000 series bedside monitors installed. When the incident occurred the readings on the bedside monitors were still active and showing patient vitals. Initially the monitored devices were reported as the telemetry transmitters, but the nurse clarified that they were bedside monitors instead. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they were having issues with waveforms intermittently disappearing and reappearing on their central nurse's station (cns). Telemetry beds being monitored and that there are no signal loss errors appearing at all. Waveforms appear and disappear intermittently lasting between one (1) min to ten (10) mins. Then nihon kohden technical support (tech support) spoke with the nurse manager. The central nurse's station (cns) and remote network station (rns) tiles did not show any waveforms or numeric for six (6) minutes, but still reported the time. The floor has our bsm-6000 series bedside monitors installed. When the incident occurred the readings on the bedside monitors were still active and showing patient vitals. Initially the monitored devices were reported as the telemetry transmitters, but the nurse clarified that they were bedside monitors instead. No patient harm was reported.